Event description:
The manufacturer received information from a customer when switching on a trilogy ev300 device that a ventilator inoperative condition causing the screen to turn red. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was returned and evaluated by philips engineer. The device evaluation found incorrect assembly of the ventilation circuit. The philips engineer reset the assembly for the ventilation circuit to address the reported issue. Afterwards, the philips engineer performed a test operation of the device, and determined the device was ready for clinical use.